Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer also reported the smell of insulin but did not see any leaks. Customer's blood glucose was unknown. Troubleshooting could not be performed as this was a past event. Customer was advised that reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs, and performed testing. The reservoirs passed per specification, and no air bubbles were observed. Inspected the o-rings/stopper groove for defects, and none were found.